Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, an attempt was made to implant the lens and it popped right out again, there was a re-hook on the stamp. But the lens was implanted. Additional information has been requested and received stating that, unfortunately, due to the increased number of patients, it was no longer possible to determine which patient this was and whether this caused a delay, no information available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).